Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 60-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the patient lost pulses distal to the impella access site. A contributing factor was cardiopulmonary failure requiring ECMO. The patient also experienced runs of ventricular tachycardia requiring cardioversion. Limb ischemia may have occurred due to underlying cardiopulmonary failure requiring ECMO and the severity of acute myocardial infarction complicated by cardiogenic shock during impella support. Ventricular tachycardia may have been related to the patient¿s critical illness and underlying cardiac dysfunction during mechanical circulatory support. The patient remained on support.

Manufacturer narrative:
Peripheral arterial ischemia/tachycardia/pdi: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative (updated): additional information noted that subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage e. An impella cp device was inserted via the right femoral artery in a 60-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the patient lost pulses distal to the impella access site. A contributing factor was cardiopulmonary failure requiring ECMO. The patient also experienced runs of ventricular tachycardia requiring cardioversion. Limb ischemia may have occurred due to underlying cardiopulmonary failure requiring ECMO and the severity of acute myocardial infarction complicated by cardiogenic shock during impella support. Ventricular tachycardia may have been related to the patient¿s critical illness and underlying cardiac dysfunction during mechanical circulatory support. The patient remained on support.

Manufacturer narrative:
B5 narrative was updated and serious injury was changed to death. H6 codes were updated.